Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated they felt the ins should have lasted longer as they were told it would last 4 to 6 years. It is unclear how long the patient was told the ins would last.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported that their device reached elective replacement indicator (eri) in about 11 months, but they were told it would last 18 months. The patient reportedly did not feel the best on (B)(6) and noticed their device was at eri on this day. The ins was not checked for 3-4 weeks because the patient thought they could wait. The battery was not quite dead, but was too low to ¿do the job.¿ the ins was replaced on (B)(6). No further complications are anticipated. See pe (B)(4) for intermittent coupling.

Manufacturer narrative:
Analysis of the implantable neurostimulator (product ID# 37603) revealed c200 normal battery end of life/telemetry and output ok . If information is provided in the future, a supplemental report will be issued.